Manufacturer narrative:
The fse confirmed that actuator at pv28 was sticking and causing a differential chemistry imbalance. The fse replaced the actuator and adjusted the chemistry balance to resolve the abnormal 2 control issues. (B)(4).

Event description:
The customer reported the abnormal 2 control was recovering with r-flags or incomplete computation for the differentials parameters on two different lots of controls. There was no report of erroneous results or change to patient treatment in connection with this event. The customer was not running patient samples when the event occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.